Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was traces of insulin between the cartridge and the pump. Reportedly, the customer would extract residual insulin from the cartridge before loading a new cartridge onto the pump, and believes this to be the cause for traces of insulin being present. Customer's blood glucose level was not impacted.